Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent vibration. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and will boot. The receiver log was downloaded and reviewed, finding no errors related to the complaint within the investigation window. A global receiver functional test was performed, and it passed. A global communication tool test was performed, and it passed audio and vibration tests. Drop testing and was performed and passed. Manual "try it" testing and was performed and passed. The reported event of an intermittent vibration was not confirmed. A root cause could not be determined.